Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power on reset (por) parameters were present. Por occurred on (B)(6) 2014 and 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient complained of "twitching". The device was noted to have electrically reset and was in vvi mode. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.